Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient recently chipped the top front tooth and the dentist fixed it but now there are air gaps on the front two teeth (teeth #8 and 9). Additionally, the lower aligner broke in half.